Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. The device involved in the event was returned for analysis, and the suction catheter was observed to be detached from the cone adapter. Visual evaluation using magnification identified presence of residual bonding solvent on the proximal end of the catheter. The root cause for the observed detachment could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "catheter snapped off while in et tube. Patient recovered after stats went down." The caregiver had to manually remove the catheter from the airway. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).